Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with locking compression plate-dynamic hip system (lcp-dhs plate and dynamic hip system/dynamic compression screw (dhs/dcs screw on (B)(6) 2013. Patient was walking: during the walk, cracking and functional impotence was experienced. It was discovered the plate was broken at the second hole and a screw was cracked, date unknown. Revision surgery was on (B)(6) 2013, patient was revised to a gama nail. This complaint is on the lcp-dhs plate. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it showed that the returned lcp plate was broken off at the second proximal combination plate hole. The likely cause of the failure was due to dynamic bending which led to overload and material fatigue. Based on the fracture surfaces, we can conclude that the investigated lcp-dhs plate had to absorb and neutralize forces that may have been greater than its tolerable load. A failure resulting from a material defect or the manufacturing process can be excluded. Observations and findings indicate that the plate failure was caused by fatigue and overload. The measurable dimensions of lcp dhs-pl were checked and found to be in compliance with the technical drawings and ao/asif specification. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.